Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, deployment of the sutures was not successful and was broken. The foot plate was closed and the device removed intact. When the device was removed and during examination of the footplate, it was noted the posterior foot of the device was missing. A computed tomography (CT) and angiogram were done to confirm no foreign object was left in the anatomy; however, it could not be confirmed whether or not the missing foot was in the anatomy. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved via manual compression. It was further reported that the patient developed an occlusion in the lower leg which was not treated. Although the occlusion was not treated, the patient is doing fine. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received via user facility medwatch: "during an abdominal aortic aneurysm repair procedure, one of two footplates of a proglide closure device was unable to be located after the device was removed from the patient's right iliac artery. A right leg runoff angiogram was performed to attempt to locate the missing footplate intraarterially. The decision was made to do a cut down and an antegrade puncture to further investigate and place a viabahn stent graph to trap the footplate. A micropuncture system was used to access the lateral circumflex femoral artery. On repeating the runoff under magnification, the footplate was unable to be located and the patient had inline flow to the foot, necessitating completion of the procedure. The footplate was unable to be located or retrieved. FDA safety report ID# (B)(4)." Additional information revealed correction to the originally reported information, there was no occlusion as the patient had inline flow to the foot.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot separation was confirmed based on the returned device condition. The reported suture separation was not confirmed as the suture was returned intact. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, it is likely that a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract occurred such that the posterior needle struck the posterior foot thus contributing to the reported foot separation. The reported suture separation was not confirmed as it was observed as a posterior needle to cuff miss. A suture separation versus a needle to cuff miss may be difficult to discern due to the small size of the components. The subsequent foreign body left in the patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user facility medwatch #5108936. H6: health effect - clinical code 2422 removed.